Manufacturer narrative:
(B)(4). Concomitant medical products: - headless trocar drill pin 3.2 mm diameter 75 mm length catalog #: 00590102000 lot #: unknown. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned guide, it was noted that a portion of a trocar drill pin is seized in one of the guide holes of the tibia cut guide. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill pin had cold welded into the drill hole. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be reported under incorrect MFR number. A report will be sent with the correct MFR number once it is created.